Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient had a revision in (B)(6)2016. The patient stated that the revision was because their "box" was moving in their buttock and hitting their nerve. The patient stated that they ended up moving it to their stomach. No further complications were reported or anticipated. No symptoms were reported.